Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, 12.00/+2.0/089 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. This was the replacement lens for MFR. Report # 2023826-2024-02447. Post-op, the lens and cornea were clear; ac deep; occ cell. The iop was elevated, possible secondary steroid responder. On iop lowering agents and for further iop monitoring.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found a haptic bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).